Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit alerted low helium. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse verified multiple ¿gas loss in iabp circuit¿ message in alarms and low helium message. No other alarms or electrical errors were present in the logs. The fse then educated the customer on the unit going into standby after alarm and how to restart pumping. The fse also stated that no additional helium tanks were available and that the customer was going to replace the tank themselves. The unit passed all functional and safety test per factory specifications, and it was returned to the customer and cleared for clinical use.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit alerted low helium and stopped pumping. There was no patient harm reported.